Event description:
It was reported that during an unspecified procedure, inflation difficulties were encountered. The lesion was located in the esophagus. The cre 15mm x 18mm dilatation balloon was advanced to the lesion, however, the balloon was unable to be inflated. The balloon catheter was removed and another of the same device was used to successfully complete the procedure. No patient injuries or complications were reported. The patient's status is reported as "good".